Event description:
It was reported that the surgeon inserted a competitor's lens using the foam tip plunger and the haptic got caught on the plunger during insertion. The incision was enlarged to remove the lens and sutures closed it.